Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with qdot micro catheter. The membrane right behind the tip was physically broken. The catheter was accidently inserted in an 8f sheath instead of an 8.5f which might have caused the issue. It affected the temperature measurement and the force measurement. Everything went back to normal after switching the catheter. No patient consequence. Additional information was received. It was the tip of the catheter where the force spring is. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-oct-2024, revealed reddish material inside the pebax. Also, a lifted electrode was observed leaving the internal wires exposed. Bwi became aware of the lifted electrode leaving internal wires exposed on 08-oct-2024 and have also assessed this returned condition as reportable. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed reddish material inside the pebax. Also, a lifted electrode was observed leaving the internal wires exposed. No other damage or anomalies were found during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed. The damage observed in the tip is related to a user error as the device was inserted in a 8f sheath instead of an 8.5f which might have caused the issue. The catheter instructions for use (IFU) contain the following recommendations: to verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. For compatible sheaths, contact customer support or your biosense webster representative. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: cause traced to user (d11) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿membrane right behind the tip was physically broken¿ and ¿user error¿ issues. The biosense webster, inc. Product analysis lab finding of the ¿lifted electrode was observed leaving the internal wires exposed¿. -investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: label (g04080) were selected as related to the customer¿s reported ¿ user error¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with qdot micro catheter and the membrane was physically broken (pebax broken) issue observed. The membrane right behind the tip was physically broken. The catheter was accidently inserted in an 8f sheath instead of an 8.5f which might have caused the issue. It affected the temperature measurement and the force measurement. Everything went back to normal after switching the catheter. No patient consequence. Additional information was received. It was the tip of the catheter where the force spring is. The catheter which was damaged was used on the patient shortly but discarded when they noticed. No patient consequence. No difficulty experienced while maneuvering the catheter or during the withdrawal. The temperature shot up much faster than usual. The system stopped ablation when the cut off values were exceeded. The generator was on temperature control mode.

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).